Event description:
Additional information was provided that noise was also noted on the right ventricular (rv) rate/sense channel, and this device was explanted and replaced during the revision procedure. No adverse patient effects were reported. The device was later returned for analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a cardioversion where the device recorded loss of right ventricular (rv) capture, resulting in a 5 to 10 second pause and the patient was syncopal. The physician suspected a connection issue, and therefore performed a revision and the connections were checked and found to be normal. The physician then believed the loss of capture was due to the energy post-cardioversion, or due to the patient's medications. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the device header and case, and body fluid contamination was noted in the right ventricular (rv) lead barrel and terminal block area. There was a hole in the rv(-) seal plug. All other seal plugs were intact. A review of the stored episodes noted myopotential noise and oversensing that was consistent with a hole in the rv(-) seal plug. A review of the device memory noted one lead leakage in session fault code approximately one week prior to explant. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impressions in the lead barrels left by the implanted lead seal rings indicated that all implanted leads were completely inserted into the header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations of a connection issue; however, analysis did confirm that the noise and oversensing was consistent with a hole in the rv(-) seal plug.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.